Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge and needle to resolve the issue. There was no patient involvement as the customer had not begun insulin therapy with the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.